Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high impedances. An x-ray was performed, and it was determined that the ra lead and the right ventricular (rv) lead were not fully inserted into the implantable pulse generator (ipg). It was noted that the patient experienced some palpitations. The device system will be reprogrammed and remains in use. No patient complications have been reported as a result of this event.